Manufacturer narrative:
A ge service representative performed an on site investigation. The system interface board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not boot up. There was no patient injury or death reported.

Manufacturer narrative:
Additional information received on: 09/21/2015. The customer reported that the unit would not boot up or initialize. The field engineer clarified that the in-house clinical engineering department had been servicing the system and had cross matched two ribbon cables. The ge fse had noted the root cause of the no boot issue was incorrect placement of ribbon cables.